Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 600cc breast implant, experienced right-sided capsular contracture grade iii, double bubble post procedure. The physical examination diagnosed the issue. As a result, patient underwent unilateral replacement with cat#: 3506004bc, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patients' breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device image evaluation completed on (B)(6) 2022: during the visual evaluation of the image provided, some bubbles were observed in the gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, bubbles were observed in the implant. In addition, the patient developed capsular contracture. Manufacturer¿s reference number: (B)(4).